Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from catheter to deploy. Reportedly, the physician pulled off the clip, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. ***additional information received on (B)(6) 2020*** it was reported that the handle was also opened and closed numerous times; however, the clip would not disengage from the catheter. The anatomy location was in the stomach.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional informaiton: block b5

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from catheter to deploy. Reportedly, the physician pulled off the clip, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.